Event description:
Product says 5/16 inch needle. It is only 4/16 inch. Sometimes clogs up drawing insulin in and out. Takes two hands sometimes and needle pulls out of skin trying to inject. Global medical products. FDA safety report ID# (B)(4).